Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose level up to 500's (mg/dl). To address bgs, lantus injections were used. Reportedly, the suspected cause of the bg was due to an underlying infusion set issue. In addition, system check was performed with tandem technical support and verified that the customer had set the incorrect pump time. The customer successfully adjusted the pump time. Multiple attempts were made by tandem technical support to obtain additional information regarding bg level; however, customer declined additional training.